Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid and baclofen at unknown concentrations and doses via an implantable infusion pump. It was reported that the pump was not filled and the patient was hearing the critical alarm. It was noted that the patient went to the healthcare provider (hcp ) office but they did not have the medication available; the patient would be going back to the office today. No symptoms were reported. No further complications have been reported as a result of this event.